Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the surface of the skin with an antiseptic solution, and using inappropriate tools have been ruled out. Additionally, improperly closing the surgical site and multiple tunneling attempts have been ruled out. However, poor surgical risks were identified as the patient has diabetes, they are overweight, and has lymphedema. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes, is overweight, and has lymphedema (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported redness and swelling at the incision and receiver sites. Antibiotics were prescribed and the patient was referred to infectious disease. Additional information was provided on september 09, 2025. Device serial number: (B)(6)-57 eroded from the skin and an explant procedure was performed. Device serial number: (B)(6)-32 remains implanted and continues to heal. No further information is available at this time.